Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during therapy. There was nothing unusual noted with the supplies or the setup. The technical service representative advised the nurse to discuss the event with the patient in case they disconnected during treatment. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.